Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer looked at the pump delivery summary, the customer observed that a bolus of 9 units had been delivered. Reportedly, the bolus delivery summary showed that the 9 units had been delivered as a food bolus; however, the customer alleged delivering 3 units as a food bolus and 6 units as a correction bolus. Although requested by tandem technical support to perform troubleshooting, the customer declined and confirmed that the insulin had been delivered properly. The customer reported blood glucose level was not impacted.